Event description:
It was reported that the unit has shock equipment malfunction on the main screen and the unit fails the defibrillation test during operational check. There was reportedly no patient involvement.